Manufacturer narrative:
The hybridknife® flex t-type (knife) was returned and evaluated. The reported issue was confirmed. An inspection of the device without the tip revealed signs of use, and a brittle fracture which is typical for the tungsten material. This type of fracture is indicative of the knife's electrode tip encountering a significant mechanical force. No material or manufacturing defect was apparent. Based on the reported information and the evaluation, it appears that the device's tip was subjected to a mechanical force exceeding the specified maximum transverse force. No determination could be made as to when or how this force was applied. Erbe is now closing the file on this event.

Event description:
It was reported that an incident occurred with a hybridknife® flex t-type (knife) during an endoscopic submucosal dissection (esd). No information was provided regarding any other equipment or accessory used in the procedure. The equipment settings employed during the esd were also not provided nor any details of the esd. Per the report, it was noticed that the knife's electrode tip was missing during the procedure. There was no report of any patient injury.